Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device code. Added new information to d.4 lot number and expiration date and h.4 device manufacturer date. Additional information was received. Lot number, expiration date and manufacturer date were updated. Based on preliminary evaluation, balloon torn was noted. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon torn at I/c bond. Balloon wings were visible. Presence of gouges on flex tip and compression marks on flex shaft, indicating compression force applied during valve alignment. Crimping balloon was cut by engineer to release the valve. Valve has exposed struts through the skirt at inflow side. No further abnormalities were observed on the valve. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was determined. Additionally, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, ''during valve deployment, rapid pacing started and when emptying the syringe, it gave no pressure but went in smoothly. No inflation of the commander delivery system balloon was noted only contrast seen on the fluoroscopy. Blood was noted on the syringe after it was tried to inflate the balloon.'' And ''as per predeco evaluation of the device, the following was observed: balloon torn.'' Based on evaluation of the returned device, there was presence of gouges on flex tip and compression marks on flex shaft, indicating compressive forces applied most likely during valve alignment. High forces present during valve alignment are identified as a potential root cause for separation of the inflation balloon to crimp balloon. Per the product risk assessment (pra), increased alignment forces may result from valve alignment being performed in a non-straight section (tortuous anatomy). While additionally received information specified that patient did not have ''much tortuosity,'' the returned state of the device suggests that valve alignment could have been performed in non-straight section, leading balloon to tear. As neither patient imagery nor applicable procedural imagery was provided, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (valve alignment in non-straight section) and/or patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
The implant site and characteristic are unknown. The investigation is ongoing. The device has not been returned.

Event description:
As reported, it was a case of a 26mm sapien 3 valve. During valve deployment, when emptying the syringe during rapid pacing, it gave no pressure but went in smoothly. There was no inflation of the commander delivery system balloon noted. Only contrast was seen on the fluoroscopy. The blood was noted on the syringe after inflating the balloon. The system was removed, and a new system was prepared. The procedure was successful, and the patient is in stable condition post-procedure.